Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at a current dose of 100 mcg/day) via an implanted pump. On (B)(6) 2020, during the pump replacement procedure for eri (elective replacement indicator), the catheter did not aspirate via the cap (catheter access port). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, the hcp also had difficulty removing the sutureless connector from the old pump so cut the catheter distal to the catheter anchor and csf (cerebrospinal fluid) flow was observed. The hcp then revised the catheter using a pump segment revision kit. Approximately 73.4 cm of the existing catheter was removed. The anchor and intrathecal section remained. After completing the revision, cap aspiration with the new pump was successful. The issue was resolved. It was noted that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive, no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump passed all testing in the laboratory and no anomalies were identified. The catheter was found to have damage to the connector that is consistent with difficulty detaching the catheter from the pump. Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.